Event description:
It was reported that the patient was asymptomatic. It was noted that non sustained right ventricular oversensing due to noise determined to be myopotentials was observed on the implantable cardioverter defibrillator (ICD). Further testing was discussed. The patient was being monitored. There were no patient consequences.

Event description:
New information received notes the patient experienced shortness of breath and had a high number of premature ventricular contractions (pvcs), programming changes were made, the patient was being monitored remotely and via regular follow ups in clinic, the patient was stable.